Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on2019-jun-06 reporting that a replacement was not scheduled at this time. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 12-jan-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient is getting a settings not available on their patient controller (pc) and was unable to provide the therapy settings the patient wanted. The patient said the their local rep told them to remove and reinsert their controller battery. The patient did this twice and did not resolve the issue. The patient also plugged in their recharger and switched groups. The patient noted that the controller and ins are at 100%. The patient said that she decreased, but then it wouldn't increase back to the original setting. The patient was advised to contact their rep to set up an impedance check. No further complications were reported. No additional patient symptoms were reported. Additional information was received from the patient. It was reported that the controller would not connect to the ins. The patient was instructed to "use the charger to turn off." No symptoms or complications were reported. Additional information was reported that the patient's lead is slowly failing. Their impedances have increased. The patient has been programmed around the impedances for effective coverage. However, last night the patient contacted their rep and had oor/settings not available again. The patient is setting up a consultation for a replacement. The issue has not been resolved, but the patient is considering replacement. No further information was reported.